Manufacturer narrative:
Concomitant medical product. Model: 5086mri45, lead; implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient phoned in to patient/technical services stating they were not feeling well and that their "neck and everything was so sore." The patient insinuated that their apple watch was causing interference with their implantable cardioverter defibrillator (ICD) and causing this pain. The patient was advised to contact their physician regarding their symptoms. Follow-up was conducted with the patients clinic. The healthcare professional (hcp) at the clinic stated the patient has not been seen recently and was not aware of any issues with the patients ICD system. Hcp stated they will reach out to the patient and follow-up. The device remains in use. No patient complications have been reported as a result of this event.